Event description:
The customer reported that she was hospitalized with chest pain and blood glucose levels over 200 mg/dl. The customer also reported a button error alarm that she could not clear due to unresponsive buttons. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.